Event description:
On (B)(6) 2012, the pt underwent a trial procedure. When the doctor attempted to place the lead, the pt became cyanotic and had difficulty breathing. As a result, the procedure was aborted and the pt was admitted to the hospital. The surgical facility discarded the lead. The pt was diagnosed with pneumonia. Over time the pt recovered and is doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.